Manufacturer narrative:
Preventive maintenance for the console was performed at customer's site. During functional testing, tcmid: 06 (ce post failure) error message occurred due to a faulty cooling engine heater. As part of routine service during testing, the console was examined and found damaged old well gaskets, ac input module and assembly cover deck xp. The gaskets, ac input module and assembly cover deck xp were replaced to address the issue. The thermogard console is a reusable device and was manufactured in 2013 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed.

Event description:
The thermogard console ((B)(4)) was serviced at the customer site for preventive maintenance on 05/17/2018. During preventive maintenance, the device was functionally tested and displayed a tcmid: 06 (ce post failure) error message.